Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.